Manufacturer narrative:
MDR 3003442380-2024-06909 - device 3 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was bent within 3 or more hours after insertion for 1.5 days at upper buttocks, which cause the patient's blood glucose from 290 to 300 mg/dl, correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.